Event description:
It was reported that the deep brain stimulation (dbs) patient experienced non-device related heart issues wherein defibrillation was required. The defibrillator was placed directly over the implantable pulse generator (ipg) during defibrillation. Approximately two weeks later it was determined that the ipg battery was fried and needed to be replaced as the ipg was unable to hold any charge. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was retained by the hospital and was not returned.